Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that the patient¿s device was not put into MRI mode during the patient¿s scan, and the patient felt discomfort during the scan. The hcp stated that the patient¿s programmer batteries were dead, which is why MRI mode wasn¿t activated. The hcp had no further information regarding the event or the patient. They noted that it happed around 2 months ago. No further complications were reported or anticipated. Indication for use is unknown.